Manufacturer narrative:
(B)(4). The catheter was visually inspected and the tip dome and electrode ring #1 appeared to have been cut off. Due to this received catheter condition no further analysis could be performed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint regarding the deflection issue cannot be confirmed.

Event description:
It was reported that during a procedure, the navistar thermocool catheter could not curve to specification. The catheter was changed and the procedure was completed. The reported complaint was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted that the catheter was without the tip dome and electrode ring #1 leaving the puller wire exposed. Further follow-ups were done to request more detailed information in regards to the received catheter condition. No information was provided until (B)(4) 2013. The additional information received stated that this catheter condition was not noted prior to use but upon withdrawal of the catheter. The physician found the catheter tip and electrode ring # broken but still attached to the catheter body. No part remained in patient's body. The catheter was removed safely with no impact to the patient. The broken condition might have occurred during withdrawal process since it was also noted by the user that the sheath tip and inner wall appeared unsmooth and sharp which might have caused such damage during the catheter withdrawal process. No patient consequence was confirmed. The absence of the tip dome and electrode ring #1 condition stated to might have occurred during the catheter return/ transportation process. This information in regards to the catheter condition that was not reported at the initial complaint was assessed as reportable event marking (B)(4) 2013 as the alert date for this report.